Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 33.6mm aneurysm. The aortic diameter near the renal artery was noted to be 19.5mm and the proximal neck length was noted to measure 57mm. It was reported that duringthe procedure, the delivery system was introduced via the right femoral artery; however, advancement was unsuccessful, possibly due to the presence of stenosis and calcification in the area. A pta balloon was used to dilate the stenosis, and re-insertion was attempted. At this point, a kink was observed in the delivery system, raising concerns about possible deployment failure. A new device was used as a replacement and the procedure was successfully completed.  Per the physician, the cause of the positioning difficulties and the kink  was attributed to the patient¿s vascular morphology. No additional sequelae were reported, and the patient is doing well.